Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement could not be confirmed. The location of the distal end of the stent implant was 5mm proximal to the distal end of the tip and the stent was damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the reported stent dislodgement could not be confirmed during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5x23mm xience xpedition stent delivery system (sds), the stent dislodged off the balloon. The sds was not used and there was no patient involvement. The procedure was successfully completed with an unknown 3.5x23mm stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.